Manufacturer narrative:
The scope was not returned for investigation. Manufacturing records were reviewed and confirmed that the scope passed the final qa/qc check prior to release. Video review identified no use errors and no system malfunctions. The physician did not attribute the pneumothorax to the galaxy system and stated that the injury was most likely due to the lesion's location and characteristics. Based on available information, including lesion anatomy, procedural context, and absence of device-related concerns; the pneumothorax is most consistent with known inherent risks of bronchoscopy and transbronchial biopsy.

Event description:
A pneumothorax was reported while the patient was undergoing a galaxy-assisted biopsy procedure for a 7 mm lesion in the right upper lobe (rul). A chest tube was inserted, the patient was admitted for one day, and was discharged in good condition. No further complications or interventions were reported. No malfunctions were reported. Attempts to gather additional patient demographics were unsuccessful.